Event description:
Information was received from a consumer. It was stated that the consumer was just reporting an adverse event. It was reported that the consumer had a stimulator from the manufacturer from 2007 to 2010 when it quit working. The patient had pre-existing back issues where they had a pre-existing bad spine, pre-existing degenerative disc disease, and pre-existing spinal stenosis. It was reported that these pre-existing medical conditions were the reasons for implant. The patient did not have the serial number or information. It was asked but not determined who the patient's health care professional (hcp) for the stimulator had been.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.